Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a previously implanted surgical aortic valve (sav), the valve was initially deployed too deep at 7 mm on the non-coronary cusp. Due to the inadequate depth, the valve was recaptured. During a second attempt at deployment, the valve "slid" over the sav to a depth of 10 mm on the left coronary cusp. The valve was recaptured again and re-deployed. Proper positioning was achieved on the third deployment attempt; however, the valve subsequently dislodged into the ascending aorta. The valve was recaptured a third time and withdrawn from the patient. A new valve was implanted in the patient using a new delivery catheter system. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date on (B)(6) 2024; explant date on (B)(6) 2024. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no pre-implant balloon aortic valvuloplasty (bav) was performed. Prior to the valve dislodgement, the implant depth was 7 millimeter (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). A post implant bav was performed prior to the dislodgment which is standard for the implanting physician. Following the dislodgement, the implant depth was 3 mm on the ncc and lcc. Per the physician, the patient had pannus in the anterior valve that contributed to the dislodgement.